Event description:
On may 28th 2026, 1st incident occurred (referenced: (B)(4)). The patient presented to the pediatric emergency department with visual disturbances, malaise without a specific cause, febrile headaches, and a protein-rich cerebrospinal fluid (csf) at 1.86 g/l. Due to persistent severe headache, a CT scan was performed, revealing dysfunction of the first shunt valve confirmed by radiography, as well as acute hydrocephalus with signs of transependymal resorption predominantly in the cerebellar region, likely due to dysfunction of the ventriculoperitoneal shunt. Decision to replace the old shunt (lot 207909c0397, ref: (B)(4)). On the morning of the (B)(6), as it was obstructed at the ventricular catheter. On may 30th, 2026, 2nd incident occured (referenced: (B)(4)). Following this procedure, recurrence of hydrocephalus and headaches necessitated a revision of the ventriculoperitoneal shunt. The cause was an obstruction within the newly implanted valve (sn (B)(6), lot f25080039). Therefore, reoperation on the afternoon of the (B)(6) with placement of a new valve (sn (B)(6), lot f25050035). On may 31th, 2026, 3rd incident occured (this report - (B)(4)) after reoperation on the afternoon of the (B)(6) with placement of a new valve (sn (B)(6), lot f25050035). Tetraventricular obstructive hydrocephalus due to stenosis of the lower portion of v4. Headache, vi paralysis, cerebellar syndrome. Joint decision to perform a ventriculocisternostomy in light of this third dysfunction within 24 hours. An explantation of the shunt device was also performed. The patient condition improved after this procedure.

Manufacturer narrative:
Awaiting for the product return for analysis.